Manufacturer narrative:
This report is submitted on february 5, 2021.

Event description:
Per the clinic, the patient experienced burning sensations at the magnet site following a magnet dislodgement during an MRI scan in (B)(6) 2020. Clinical management of the patient is ongoing. The implanted device remains.

Manufacturer narrative:
It was reported that the patient underwent revision surgery to replace the internal magnet (B)(6) 2021. This report is submitted on 20 may 2021.